Event description:
It was reported that this lead was surgically abandoned due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and impedance measurements trending up. A revision procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.